Event description:
The groshong PICC catheter that the pt had in place in right median vein broke at the external hub end and entered venous system. Pt was transported to emergency room for evaluation and removal of the catheter. The catheter was found to be in the pt's right and left pulmonary arteries by radiologic confirmation, as told to nurse manager by rn at e.r.

Event description:
Add'l info rec'd from MFR 03/10/06: mw1037301-a complaint search of the mfrs system was completed and the complaint was not found in the system. The MFR contacted the facility, and the product is not available to be returned for evaluation.